Manufacturer narrative:
(B)(4) - there is documentation in the file to indicate this patient was re-hospitalized for an unknown diagnosis and for pd catheter (not a fresenius product) removal (insertion date (B)(6) 2017). The course of this hospitalization was unknown. After clinical review the complaint for a pd catheter removal; the catheter is not a fresenius product. At this time there is no information supporting any association with the patient¿s hospitalization of (B)(6) 2017 and any fresenius products. Additionally, the pdrn stated no further clinical information or discharge summary was available. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. It was reported on (B)(6) 2017 during a follow up call the peritoneal dialysis (pd) patient¿s clinic registered nurse (rn) reported the pd patient had previously being hospitalized from (B)(6) 2017 for treatment for the diagnosis serratia marcescens peritonitis that was attributed to a supply bag leak. On (B)(6) 2017 the patient was re-hospitalized (unknown diagnosis) and the patient¿s nephrologist recommended removal of peritoneal dialysis (pd) catheter (not a fresenius product). This occurred on (B)(6) 2017. The etiology of the need for pd catheter removal was unknown. The pd rn stated a culture was not performed as patient was in the midst of the antibiotic therapy from the previous hospitalization. The (B)(6) 2017 hospital course of this event as well as discharge information was unknown. The pd rn stated during a call on (B)(6) 2017 that the patient was no longer on antibiotics. Per pdrn the infection did clear up some (unknown specifics) and the patient continued experiencing issues of contamination from treatments. No information was given as to what issues the patient continued to experience, but the pdrn stated that he believed the patient continued to be hospitalized on hemodialysis (hd) therapy as of (B)(6) 2017.